Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported this navigation system has been used multiple times by the site with no re-occurrence of the reported behavior. Also there was nothing in the archives that show the same message localizer not connected. All connections are working and system in running as expected. Reported issue could not be replicated. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported that while in a cranial procedure, the navigation system was intermittently displaying localizer not connected. This display did not delay the procedure as it would show the message, beep, and then continue navigating. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.